Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 10apr2019. No further follow-up is planned. This is a downgrade report, which no longer meets the criteria for expedited reporting. Evaluation summary a female patient reported that the injection screw of her humapen ergo ii device would not move when the injection button was pressed. She experienced increased blood glucose. The device was not returned for investigation (batch 1601d03, manufactured january 2016). The pen was checked by a diabetes educator; the issue was solved, and the pen was working normally. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). Product complaint number: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6) female patient of asian ethnicity. Medical history included hypertension and hyperlipidemia. Concomitant medications were none. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) (humalog 50, 100 iu/ml cartridge) via a reusable humapen ergo ii device twice daily (24 units in morning and 15 units in night) for the treatment of diabetes mellitus beginning on an unknown date in 2015. On an unknown date after starting insulin lispro protamine suspension 50%/insulin lispro 50% therapy, she had high blood glucose (units, values and reference ranges not provided) due to which she was hospitalized on an unknown date. It was noted that the injection screw of the device did not move while the injection button was pressed (pc number- (B)(4)/ lot number-1601d03). More information regarding hospitalization was not provided. Information regarding corrective treatment and outcome of the event was not provided. Status of insulin lispro protamine suspension 50%/insulin lispro 50% therapy was ongoing. The operator of the humapen ergo ii and training status of the operator was not provided. The general and suspect humapen ergo ii device duration of use was three years. The suspect device, which was manufactured in jan2016, was not returned to the manufacturer as the diabetic educator solved the issue and pen was continued. The reporting consumer was not sure whether the event was related to insulin lispro protamine suspension 50%/insulin lispro 50% therapy or not. The reporting consumer did not provide relatedness assessment between the event and humapen ergo ii device. Edit 22mar2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10apr2019: additional information received on 09apr2019 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(4) (EU/(B)(4)) device information, malfunction from unknown to no, and device return status to not returned to manufacturer. Added date of manufacturer for pc (B)(4) associated with lot 1601d03 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.